Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 3 failed. A field service engineer (fse) found no lights on interface board and 3-1 drawer controller. Further the fse replaced the boards, secured connections and tightened hard stops. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main half-height drawer 3.1 had failed, and the user was unable to recover it. The station screen was subsequently shut off, and maintenance was required. However, there were no delays or adverse events or injuries reported based on this event.